Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing shortness of breath and cough. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient.  Per clinical expert decision, this allegation will now be classified as a serious injury possibly related to a product problem. Box b: adverse event or product problem has been updated from "product problem" to "both" "life threatening." Box h: device manufacturers: type of reported complaint has been updated to "serious injury." The device has not yet been returned to the manufacturer for evaluation.  Three attempts to have the device returned for evaluation and investigation were unsuccessful.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Coding has been updated accordingly.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing shortness of breath and cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing shortness of breath and cough. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There were no errors code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.